Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. One day after onset, the patient was hospitalized. The cause of the event was unknown. Beginning two days after onset, the patient was treated with vancomycin injection (2 grams and repeat on seventh days, route and duration not reported) for the peritonitis. Beginning three days after onset, the patient was treated with fortum (1 gram daily, route and duration not reported) for the peritonitis. After two days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.